Event description:
Reporter alleged hearing and obtaining the blood glucose test result of 945 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the voicemate advantage system. Reporter indicated that he was experiencing some hyperglycemic symptoms during that time. Reporter stated that he treated himself with 20 units of novolin r. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.